Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported catheter fracture, material separation and difficult to remove issues as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2022, a patient underwent a port placement procedure using a powerport m.r.I. Implantable port with an 8fr groshong single lumen venous catheter via the left internal jugular vein for treatment of invasive adenocarcinoma. Approximately two years, one month, and twenty-nine days later, on (B)(6) 2024, the catheter allegedly fractured, and the fragment could not be retrieved. Subsequently, the catheter fragment was removed on (B)(6) 2024. However, the current status of the patient remains unknown.